Event description:
It was reported the procedure was performed in the superficial femoral artery with moderate calcification and no tortuosity. The command 18 guide wire was advanced, but resistance was felt with the guiding catheter and the guide wire separated in two pieces. The guiding catheter with the separated guide wire were withdrawn from the patient anatomy without issue. A new guiding catheter and guide wire were used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported difficult to advance was unable to be replicated in a testing environment due to the condition of the returned device. Additionally, polymer coating damages (stretched, torn, smashed, kinked) were noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement interaction with the guiding catheter and/or other devices resulted in the reported difficult to advance. Interaction/manipulation of the device resulted in the noted polymer coating damages (stretched, torn, smashed, kinked) and ultimately resulted in the reported/noted material separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.